Event description:
The customer complained that two staff members tripped on the pt pendant cord and received minor injuries. Customer would not provide any further info regarding the staff members' injuries.

Manufacturer narrative:
The technician determined that the hand pendants were not being stored in the siderails when not in use. The technician determined that the clip, used to secure the pendant cord was also not being utilized. It was recommended that the customer secure the hand pendants back in one of siderails when not in use and also use the clip to secure the excess pt pendant cable. The bed operated normally, no malfunction. Pursuant to our response to warning letter 2008-dt-04, hill-rom is continuing its retrospective review of events for reportability. This effort will continue until we are current.